Event description:
On 7/1/91 the ipp device was implanted. On 7/11/94 the cylinders and reservoir were revised. On 8/22/97 the cylinders were removed from the pt and replaced due to "fluid loss" - both cylinders blown.